Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a lithotripsy surgery procedure in the ureter performed on (B)(6) 2022. During unpacking, it was found that the stent was fractured. The procedure was successfully completed with percuflex plus ureteral stent there were no patient complications reported as a result of this event. Investigation results revealed that the stent shaft was broken, therefore this event has been deemed an MDR reportable event. Please see full investigation details.

Manufacturer narrative:
(B)(4). The returned percuflex plus ureteral stent was analyzed, and a visual evaluation noted that the stent shaft was broken in two different sections and suture hole looks in good condition, besides it was observed that the two side port holes of the renal pig tail are kinked. Additionally, the positioner and suture did not return. No other issues with the device were noted. The reported event was confirmed. According to the device analysis was possible to observe that the stent shaft was detached or separated in two sections and with two renal side port holes kinked. The detachment failure could have been cause due to an interaction of the device with the suture string such as manipulation with other device or excess of force applied during it use in the preparation. For the kinks observed most likely happened due there was an excess of force applied when it was tried to be inserted over the guide wire. Therefore, all compiled information on this investigation determines that the most probable as analyzed cause code will be adverse event related to procedure since the adverse event occurred during the preparation and the device had no influence on event.